Event description:
The customer reported pressure and proximal sensor failures occurred and the ventilator stopped operating. The customer reported the unit was in use, but there was no patient harm. .